Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was foreign material on the tip of the device. It was reported that the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appeared to have a very thin string on it. It was identified at the very end of the procedure. The caller stated that he was unsure what it was. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for foreign material on the tip of the device.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was foreign material on the tip of the device. The tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appeared to have a very thin string on it. It was identified at the very end of the procedure. The caller stated that he was unsure what it was. There was no patient consequence reported. A picture was received and the picture investigation was completed on 14-dec-2022. According to the pictures provided by the customer, a piece of foreign material was observed during the procedure. Assumably plastic with reddish material that looks like blood. However, it cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).